Manufacturer narrative:
(B)(4).

Event description:
The customer reports some leaking of the device and the blue hub fell off the catheter.no patient injury reported.

Event description:
The customer reports some leaking of the device and the blue hub fell off the catheter. No patient injury reported.

Manufacturer narrative:
(B)(4). The customer returned a 3-lumen PICC kit catheter for investigation. Visual inspection of the returned catheter revealed the medial extension line luer hub was separated from the catheter. The customer report of a separated luer hub was confirmed by complaint investigation. Microscopic examination revealed part of the medial extension line was still inside the luer hub. The point of separation was rough and jagged indicating excessive force caused the breakage. The extension line passed all relevant dimensional inspection. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the report that this event occurred during use, unintentional user error, likely contributed to by patient movement, caused or contributed to this event. Other remarks: corrective action is not required as unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.